Manufacturer narrative:
Correction: "operator of the device" and "device use at time of event" have been added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H.10. Patient details were requested but not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device "system failed" during patient use. Multiple requests were made for additional patient/procedure information, however, no additional details were received. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if the treatment was interrupted. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No ECG monitoring strips or case event files were provided to philips for review. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device "system failed." Additional information has been requested from the customer. This file will be submitted as a serious injury because of the possibility of patient harm.